Event description:
Pt reported pump malfunction. Drug is not being delivered. Reviewed set up delivery per manual. Pt says after this part he notices drug does not get delivered. When asked if he keeps his aaa batteries in pumps at all times, pt said no he keeps his aaa battery upside down in pump when not using it, advised to keep it right side up to keep internal battery charge/prevent pump from re-setting. Will ship out replacement pump and return box. No other information provided. Yes the error occurred while in use. No I did not cause any harm to the patient. Yes the device is available for return. We are currently working on sending out a replacement pump. Dose or amount: 84ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2007 to ongoing.